Event description:
Additional details regarding the event is reported the release lever stops on the lower third of the actual path, as a result, the implant was too firmly positioned in the anterior chamber. The stent had to be initially manipulated with the conjunctiva so as to correctly position the stent which caused prolonged surgery time and may risk of implant failure in the future.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the needle of the returned injector was bent. The needle was able to be sufficiently straightened and was tested for actuation. The slider was tested for actuation. Results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The reported complaint of the xen glaucoma treatment system was not confirmed. The injector was received with the needle bent but was able to be sufficiently straightened and tested for actuation. It is inconclusive when the damage to the needle occurred. The manufactured xen systems are 100% tested in-process and inspected under magnification at manufacturing. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported xen®45 gts injector blocked at the last third of its way and caused xen stent positioned to be too far in the anterior chamber. The position was corrected with a pincer. The device was successfully implanted into the left eye.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. (B)(4), lot number 62318. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen®45 gts injector blocked at the last third of its way and caused xen stent positioned to be too far in the anterior chamber. The position was corrected with a pincer. The device was successfully implanted into the left eye.